Event description:
New information received notes that the low-voltage lead was implanted in the right ventricle (rv).

Manufacturer narrative:
The reported event of failure to sense was not confirmed. A complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the low-voltage lead failed to sense despite multiple attempts to reposition and test the lead. The lead was removed and replaced. The patient was in stable condition.